Event description:
A technician reported that a nurse said that there was intermittent power loss without an alarm on a 1550 device during therapy. The 1550 device then powered itself back on. The baxter technical service representative (tsr) recommended that the technician should bring the 5 volt power supply within range and monitor the 5 volt power supply. The technician confirmed that adjusting the 5 volt power supply corrected the issue, and the device was returned to service by the facility. The patient was connected to the device at the time of the incident. The patient's blood was returned to the patient. Therapy was completed on another device. No patient injury or medical intervention was reported.